Event description:
Patient is reported to have received an inappropriate shock due to rv lead noise. Lead is to be evaluated in clinic. Patient is reported to recently had gastric bypass surgery. Device remains implanted.

Manufacturer narrative:
It was reported that this lead was capped on (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.